Event description:
Initial info was received from a consumer on (B)(6) 2012: a (B)(6) female pt received injections of poly-l-lactic and (sculptra aesthetic; lot # and exp date: unk) for cosmetic indication in (B)(6) 2011. About two months after the last injections ((B)(6) 2011), she developed lumps in several of the injection sites; total of seven (7) lumps in her left cheek, four lumps on her right cheek, and one large bump under her eye in her "tear trough." Most of them are smaller than a pea, but one lump is larger than a pea. The lump under the eye is irregular in shape. The dermatologist injected her twice now with triamcinolone (kenalog), the latest being (B)(6) 2012. She was also told to massage the areas where the lumps were. She noticed some black and blue areas near her eye from massaging so much lately. The event was ongoing at the time of the report. Concomitant medications and medical history were not provided. No further relevant medical information was reported.